Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the close door messages which were reproduced during evaluation by loading a set and closing the pump door. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message during setup. It was also reported there was no patient involvement.